Event description:
Patient undergoing a planned second-stage posterior lumbar fusion with autograft; decompressive lumbar laminectomy and foraminotomy, bilateral; posterior segment instrumentation; left illiac crest bone graft; and spinal cord monitoring. Physician was implanting an altiva cage with a cruciform inserter and a hammer. Upon striking the cage it shattered upon implantation. Pieces of the cage were extracted from the patient, the remainder of the cage was left implanted in the lumbar spine.